Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant, the lead was positioned in the posterior cardiac branch, while slitting the sheath, the physician dislodged the lead by inadvertently pulling back on the slitter. The lead was not implanted due to physician concerned about potential damage to the lead tip. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.